Event description:
Information was received regarding a cadd extension set. It was reported that during the use of the product, a crack was found in the connection between the filter and the tube, where leakage of medical fluid was detected. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation . H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample were received from p/n 21-7106-24 l/n 4101719 in new conditions, with its original open packaging. Leak test: the sample was tested using a syringe with colored water. Results: during the test, sample a leak were found between the filter and tube. The complaint is confirmed. The cause of the reported problem was traced to the manufacturing process, root cause is lack of solvent by not following the manufacturing procedure. Awareness notification was made to production personnel in order to explain the importance to adherence or following in the procedure mp-366 rev.112 ?extension set with filter assembly? Section 12.0 bond coiled tube assembly to filter inlet, by quality engineer on (B)(6) 2022.